Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Father reported his daughter had an aviva combo blood glucose value of hi, which on the system indicates a result in excess of 600 mg/dl. He took her to the emergency room, where she was admitted and treated for 11 hours. In hospital, they changed the catheter and the infusion set and reconnected the pump. They detected that the catheter is cracked by the side the insulin cartridge connection. A request was made for the return of the device.